Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: during testing, there was no line observed on the display. The display was fully functional, clear and legible. The pump cover was opened and the display flex is fully seated and secure in connector. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.